Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The urisys 1100 meter was returned for investigation. The meter as well as a urisys 1100 from the investigational unit were checked with 0- artificial urine, 0-native urine, and a leukocyte dilution series. All results were within the specified ranges. It was determined the returned meter performed within specification and no malfunction was observed. As the user did not return the affected test strips nor provide the lot number, further investigation could not be performed.

Event description:
The user received a questionable leukocyte result for one patient sample. The instrument read the strip as negative and the leukocyte result by visual reading was 100 (no unit of measure was provided). A microscopic analysis was done and confirmed the positive visual reading at 14-15 white blood cells. No adverse events were alleged. The lot number of the chemstrip 10 md urine test strips was not provided.